Event description:
Caller states the patient tested "hi" (>600mg/dl) on the inform system while a lab drawn within 10 minutes returned as 92 mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.